Event description:
It was reported that the device had an error code 45639. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair in used condition. The device has not been previously serviced. There was no applicable evidence to review in event history log. The reported problem was replicated. The device alarms 45639 as soon as the power button is pressed. The cause is a faulty printed wire assembly (pwa). Replaced the pwa board to correct the issue. The device passed all functional tests after the repair.